Event description:
Account reports "injection port broke off while administrating meds during a cardiac arrest". Further info gathered from paramedic involved in the alleged incident states "while pulling needle from epinephrine, pre-filled syringe, the port initially bulged and then broke loose of the site." Paramedic states that the pt was reviewed in the field but later died at the hosp. The paramedic also states that he did not believe that the problem with the tubing had any bearing on the pt's outcome.